Event description:
The procedure was an atrial fibrillation (afib). After the recovery from anesthesia, the patient was aphasic. The value of act (activated clotting time) had been controlled only one time after the transrectal (value 290). During the procedure, the long introducer and the circular ablation circ loop catheter were exchanged with the lasso catheter to validate the pulmonary vein isolation. The issue was verified at the end of the procedure. The patient was aphasic. In addition, the patient was subjected to a cat (computed axial tomography) and had a thrombolysis. Additional information was received on the event. During post procedure when the patient woke up, it was observed that the patient could not speak clearly and had facial deficits. The CT was negative. The patient was subjected to a cerebral angiography with which the surgeons had identified the presence of a thrombus which was removed. On (B)(6) 2013, the patient had recovered to 90%. According to the physicians, the patient was in the process of full recovery. The physicians do not impute this event to the technology used. The updated status of the patient from the physician is that the patient has now completely recovered.

Manufacturer narrative:
Concomitant product: circular ablation circ loop catheter, model #: d-1322-14-s, lot #: unknown_d-1322-14-s. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).